Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received replaced battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.